Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter has segments missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2012. As part of his diabetes regimen, the patient claimed he is on insulin (type/dose unspecified); however at the time the alleged issue began, it is not known what action the patient took, if any, regarding his diabetes regimen. On (B)(6) 2012, after the alleged issue began, the patient reported having a seizure. In response to the symptom, the patient contacted emergency medical services (ems) for assistance and stated he ate something to bring his blood sugar up until ems arrived. When the ems arrived, the patient stated they tested his blood glucose on their meter with a result of "22 mg/dl" and then treated him with a glucagon injection. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject mete and there was no misused of the meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia, requiring medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.